Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, the device was not returned for evaluation. However, there was no allegation of device malfunction. The cause for the aortic rupture could not be confirmed. However, it is possible that patient factors (tortuosity of the aorta) and procedural factors (device manipulation) may have caused or contributed to the event. The resistance inserting the sheath into the patient could not be confirmed. However was likely due to patient factors (iliac artery calcification and tortuosity). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a few hours after successful implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, a dissection of the abdominal aorta was noticed. During insertion of the sheath through the iliac artery, some resistance was noticed. The patient was successfully treated with an abdominal endoprosthesis. At the time of the report, the patient was stable.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Per training materials, insertion force through the partially expandable portion of the sheath can be higher than the push force through the fully expandable portion, and push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Per the report, there was access vessel tortuosity and calcification. These can create a difficult insertion pathway and increase the level of resistance felt upon insertion of the delivery system. Additionally, past complaints have suggested that procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep may contribute to the resistance observed. Although a definite root cause was unable to be determined at this time, available information suggests patient factors (tortuosity and calcification) contributed to the reported events. During manufacturing, the esheath shaft component was 100% visually inspected and rejected for: wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking across liner, holes or tears on strain relief, delamination, remnant lines, seam separation, and stress lines in liner. During the final inspection, the esheath component was 100% dimensionally inspected for: shaft od, tip ID, tip length, working length, coating length, strain relief length. The devices are visually inspected and rejected for the following: delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, stress lines in the liner, cross linking, notches on bottom side of liner, remnant lines, and holes, tears, or wrinkles along working length of strain relief. After sterilization, sheath expansion testing was performed during product verification (pv) on finished devices from the work order under a sampling basis. During pv testing the following is performed: visual inspection and expander insertion force test. During the manufacturing of the commander delivery system, the flex tip outer diameter is 100% inspected to ensure correct size is used, as it is the largest component that pass through the sheath. The delivery system was 100% visually inspected and rejected for: missing components, incorrect assembly and device damage (e.g. Kinks, cuts); inspect the flex shaft: reject if there are kinks, bends, crack, or deep scratches in the stent area that expose the braid. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft ¿ resistance with delivery system, bc was unable to be confirmed. A review of complaint history, lot history, and device history record (DHR) revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the devices have sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. Available information suggests that patient factors (tortuosity and calcification) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
It was clarified that the resistance was felt while tracking the valve through the sheath. The access vessel was severely tortuous and moderately calcified. The loader was fully inserted into sheath, and there were no abnormalities noted with the sheath during preparation.